Manufacturer narrative:
A complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region, helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of low sensing values was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a revision procedure, the right ventricular (rv) lead was found to have device sensing problem. An x-ray was performed and the lead was found to be dislodged. The lead was repositioned multiple times but the sensing values were not stable. The rv lead was explanted and a new rv was implanted to resolve the issue. The patient is stable.